Event description:
It was reported that during a merlin.net transmission, an alert for extended charge time was seen. Two tests were performed in clinic with same results. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported extended charge time anomaly was confirmed in the laboratory. Analysis of the device identified an anomalous component within the hybrid circuitry. This would account for the high voltage charge times.